Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 09/15/2016 stating that there was lead safety switch on the rv lead, bipolar no sensing, less than 200 ohms and no capture. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).